Event description:
An article titled, "efficacy of vagus nerve stimulation for drug-resistant epilepsy in children" was received for review in which it was noted that six patients experienced an infection, three patients experienced vocal cord paralysis/paresis. And 6 reports of lead fractures.